Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer stated that when he woke up his blood glucose read "hi" on the glucometer. Troubleshooting could not be performed because the customer's blood glucose levels dropped during the phone call and required treatment from the attending nurse. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.